Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the ultra device was opened, the stent came off and was in the package. The device was not used on the pt. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
H6. Results - product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: qa analysis revealed that the catheter was returned with blood visible in the guide wire lumen and on the balloon. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had relaxed folds. The protective sheath and stylet were returned. No other damage was noted. Using a pin gauge, the inner diameter of the protective sheath was measured. No other damage was noted. Product performance engineering reviewed the incident info and analysis of the returned rx ultra stent delivery system (sds) and protective sheath. It was reported that the ultra was opened and the stent came off and was in the package and that the device was not used on the pt. Qa analysis confirmed that the stent had dislodged, however, the stent was not returned. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. The inner diameter of the protective sheath was measured and found to be within specification. Although the crimped stent outer diameter dimension could not be measured as it was not returned, the stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. Additionally, all online testing for the lot in questin met stent security criteria, which would indicate the unit had an adequate crimp. Although it was reported that the device was not used on the pt, blood was visible inside the guide wire lumen, which suggest usage. The account mgr was contacted and it was stated that the blood inside the guide wire lumen most likely came from the physician's glove. However, since the blood was visible inside the guide wire lumen, the source of the blood is unk as the inner diameter of the guide wire lumen is smaller than the outer diameter of a human adult finger. Due to the conflicting info received with the complaint and the analysis of the returned product, in this case, a conclusive root cause for the stent dislodgement cannot be determined. Product performance engineering will trend and monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no other complaints reported with this part and lot number combination.